Event description:
It was reported that during a remote follow up, oversensing due to noise consistent with electromagnetic interference (emi) was noted on the right atrial (ra) lead. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.